Event description:
It was reported that when the device was used during an unknown procedure, the stapler failed after the second firing with the blue cartridge. Another device was used to complete the case. There was no consequence to the patient.